Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that four infusions set fell off dur to which hyperglycemia occurs during use within 24 hours of use. High blood glucose level was 300 mg/dl. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.